Event description:
Attorney reported: (B)(6) 2007--patient underwent an incisional hernia repair. He had a bard composix kugel hernia patch (B)(4) implanted during this procedure. On (B)(4) 2007 & (B)(4) 2007--after suffering severe injuries associated with the defective nature of this product, patient developed an infection and abscess that had to be drained. On (B)(4) 2008--patient's composix kugel patch was removed. His injuries are grave and continuing and are recounted with specificity in his medical records. After hospitalization recovery, patient was discharged to his home for further recovery. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.